Event description:
It was reported that on 28 sep 2024 remote monitoring on merlin.net noted the remaining capacity to reaching the elective replacement indicator (eri) was 10 % and battery life was 11.3 months but four days later on 02 oct 2024 the remaining capacity to eri was 3% or 4.2 months. A review by technical services noted the battery had been in a relaxation status since 25 sep 2024 which is what happens when telemetry continues for more than one minute. In remote monitoring under good communicating conditions, the connection between the pacemaker and the transmitter usually end within one minute, and it would not enter a relaxation status like in this instance. However, poor communication could cause the relaxation status leading to the battery longevity displaying a conservative value. This was seen as a sudden decline in battery longevity prediction. No anomaly was observed with the pacemaker. The pacemaker was being monitored. There were no patient consequences.